Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# unknown, unknown head, lot# unknown; item# unknown, unknown stem, lot# unknown; item# 00620006620 unknown, shell lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01010.

Event description:
It was reported patient underwent revision due to dislocation. During procedure trunnionosis was noted on the trunnion. Attempts to obtain additional information were made; however, none was available.